Event description:
Pt's pump not functioning correctly. Pt using back up pump. Cartridge is not loading properly and cap is loose. Sn (B)(4). We were sending a replacement. No other info known. Reports fault did not occur while in used by the pt. Not specific. Pt will be keeping device until return box is sent to send back to pharmacy. Reported to (B)(6) by pt/caregiver.